Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator for movement disorders. It was reported that the ins was explanted due to skin erosion at the battery location. The extensions were cut below the connectors and the remaining wires were removed along with the battery. The issue was resolved at the time of the report. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) stating the patient had a revision on (B)(6) 2019 by placing a new implant on the left. The patient had an infection. Impedance checks were taken. The values the day of the revision were r c9 2079 ohms and l c3 2318 ohms. A previous interrogation had values of c3 2435 ohms and c9 2186 ohms.